Event description:
It was initially reported that the bed exit was not functioning and a patient left the bed without the bed exit alarming, injuring themselves in the process. However, after further investigation it was found that the account only had the bed awareness feature set, and believed that this feature would function as a bed exit alarm. Therefore, it has been determined that there was no defect with the unit. No details were given regarding the type of injury received or if any medical intervention was necessary.

Manufacturer narrative:
The issue was resolved for the customer by the stryker sales representative discussing proper usage of the bed exit function with the account to prevent these issues moving forward.

Event description:
It was initially reported that the bed exit was not functioning and a patient left the bed without the bed exit alarming, injuring themselves in the process. However, after further investigation it was found that the account only had the bed awareness feature set, and believed that this feature would function as a bed exit alarm. Therefore, it has been determined that there was no defect with the unit. No details were given regarding the type of injury received or if any medical intervention was necessary.